Event description:
Caller states that the following results were obtained on a patient with the inform system within 10 minutes: 569 mg/dl (inform system 1) and 118 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 1. Reference medwatch with patient identifier (B)(6) for the inform system 2.